Event description:
On 05/13/2009 the patient's wife reported that the patient was hospitalized approx two months prior, due to elevated blood glucose of 818 mg/dl. The patient was diagnosed with diabetic ketoacidosis and he was in the hospital for 3 days. The patient was disconnected from the infusion device while hospitalized but reconnected when he was released. Initially he used both infusion therapy and injection therapy but he has now stopped injection therapy. The time and basal rates were verified to be correct. The patient is now using a higher basal rate. The wife reported that the patient does have scar tissue and he is using his sides and back area as an infusion site. He does experience soreness and redness at his infusion sites. Further troubleshooting did not reveal any product issues. The patient was sent sample infusion sets and an infusion set insertion device. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.